Event description:
It was reported the customer was experiencing low blood glucose. Customer's blood glucose had dropped to 48 mg/dl from 234 mg/dl. The customer attributed stress as the cause of their low blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.